Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The study concluded ch-evas is an off-the-shelf solution to treat jaas with high technical success.

Event description:
Received an article titled chimney technique in combination with a sac-anchoring endograft for juxtarenal aortic aneurysms: technical aspects and early results. The article presented technical aspects and early clinical results of a multicenter experience with ch-evas. Per the article adverse events included: ischemic events, arterial injury, bleeding (hemorrhage and endoleaks), and occlusion.